Event description:
It was reported that during a total hip replacement arthroplasty surgical procedure, the drill bit point broke off into the bone. It was also reported that the surgeon felt it was safer to leave it in, rather than creating a stress riser by trying to over-ream the hole.

Manufacturer narrative:
The drill bit subject to this investigation was not returned to the manufacturer for evaluation, if the product is received, an evaluation will be performed and a follow-up MDR will be submitted. Lot number information provided in the user facility (B)(4) report is invalid. The root cause is undetermined.